Manufacturer narrative:
Device issue with inomax dsir# (B)(4)). The device investigation was completed on 19-oct-2015. The regional service center (rsc) service log review revealed a failed nitric oxide (no) cell alarm. The alarm immediately follows a failed low no cell calibration with high point: 1098 counts and low point: 4088 counts. The service log also showed that a delivery stopped alarm was raised. Elevated low point counts during the calibration are consistent with a misbehaving no cell with the elevated counts possibly contributing to the delivery stopped alarm that occurred prior to the failed low calibration. The rsc also experienced a failed no cell alarm at bootup, performed calibrations to clear the alarm and replaced the no cell. Although identified in the service log, the rsc did not experience a delivery stopped alarm during testing. A full function test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. The device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On (B)(6)-2015 a respiratory therapist (rt) in the united states spoke with the company regarding a device issue with inomax dsir# (B)(4). The device was not in use on a patient. The rt reported to the company customer services department that inomax dsir# (B)(4) had a failed nitric oxide (no) sensor. The rt stated that he was too busy to speak to technical support. Date of no sensor failure and information regarding troubleshooting actions were not provided. Inomax dsir# (B)(4) was removed from service and returned to the company for service evaluation.